Event description:
While the patient was undergoing chemotherapy, staff experienced several leaks/breaks in the broviac catheter, which required replacements. The initial catheter was placed ten days prior; the new catheters were then placed three additional times at 10 days, 9 weeks, and 13 weeks after the initial placement. The first catheter was 5 fr cook double lumen, and the last three were all 7 fr cook double lumen catheters. The catheter replaced at 9 weeks had been repaired four times, and the one replaced at 13 weeks had been repaired twice.